Manufacturer narrative:
Kaz USA, inc. Has requested that the two products be returned to our company for testing, but they have not been received.

Event description:
A consumer reported that two of their thermometers were both giving false negative readings on their child. The devices allegedly were both reading 9 degrees lower than the patient's actual temperature. The child was brought to a hospital, where it was confirmed that she had a fever. No adverse event occurred, and the patient is doing well. Kaz USA, inc. Has requested that the products be returned to our company for testing.